Event description:
Related manufacturer reference number: 2017865-2022-01293. It was reported the patient presented in clinic for follow-up. During the check, it was discovered the right ventricular lead had dislodged. The right ventricular lead was successfully repositioned. During the surgery, the left ventricular lead was dislodged. While attempting to reposition the left ventricular lead, the physician discovered insulation damage. The left ventricular lead was explanted and replaced. The patient was discharged the following day.